Event description:
Tibial poly was found to be worn and the tibial baseplate fractured. Pt did have a quite large osteolytic type defect medially. The surgeon felt that lack of tibial baseplate support in that area probably caused the fatigue fracture of baseplate. A new patella was implanted as was a new tibial baseplate with wedge to fill in medial defect. Original femoral component was solid.